Event description:
It was reported that a patient (pt) experienced diarrhea and had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made a mistake. The pt was not hospitalized. On an unreported date, the pt began remedial therapy with tobramycin injection 2 grams intraperitoneally (ip) daily, fortum 1 gram daily up to 14th day ip and heparin 2ml per every exchange. On an unreported date, the pt's fluid was clear. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.